Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample is reported to be available for evaluation, but not yet be received. A follow up MDR will be submitted if additional information becomes available.

Event description:
A nurse contacted baxter japan regarding a connection issue with a minicap transfer set. The nurse stated the patient connector was separated from the titanium adapter during use at home. The transfer set was in use a day. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The report of a connection issue was confirmed because evaluation of the returned sample identified difficulty connecting the patient connector to a titanium adapter. Additionally, the following testing was performed: visual testing, leak testing, clamp function and clear-passage with no additional issues noted. The cause for this issue could not be determined based on the information available. A batch review could not be performed because the lot number was not provided.